Event description:
Surgeon's office called the consultant and reported: surgeon is removing a pdc level c4-5 on (B)(6), 2010. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.